Event description:
Hospital medwatch reported that 2.7 mm cortex screw and plate implanted for an orif of the right tibia in (B)(6)2009. Screw broke postoperatively and hardware was removed in (B)(6)2010. Status post calcaneal fracture -right. Pt developed post traumatic arthrosis of the joint. Pt underwent right subtalar arthrosis with retained hardware calcaneus. Hardware was removed to improve pain and function. Local bone graft used.

Manufacturer narrative:
Add'l info has been requested. (B)(4): investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.